Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's device was turning itself off. He had no stimulation sensation and a return of pain when the device during the event. Further information was requested.